Event description:
Scrub nurse went to switch blades and noticed a piece of the sagittal blade was broken off. Broken piece found. The blade and the broken piece were matched up and fit perfectly. No harm to pt.